Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop is alarming and two incidents where patient brought pump back. Upon review it was isolated to a cassette issue alarming and not the pump. No patient injury reported.